Event description:
It was reported the camera head presented image noise and the error e226 occurred. The issue occurred during sedation - device outside patient, it was a therapeutic procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.